Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the patient¿s history of advanced renal disease and a heart transplant are likely contributing factors for the valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), approximately two years and five months after the implant of a 29mm sapien xt valve inside of a 31mm mosaic valve by trans-jugular approach in tricuspid position, the valve stenosed and the valve area was too small for a second valve in valve. The sapien xt valve was explanted and a mechanical sj jude 31 was implanted. The sapien xt valve reportedly appeared to have minimal degeneration of a single leaflet. The stent was not damaged. The patient had a medical history of advanced renal disease and a heart transplant, which was considered to be the likely cause for the valve stenosis.

Manufacturer narrative:
Review of photographs provided by the customer shows pannus growth at the two commissures restricting the movement of all three leaflets. The pannus is a likely contributing factor for the stenosis.